Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that seven days post bilateral cataract surgery and implantation of the preloaded monofocal intraocular lens (iol), the patient sought out medical assessment for pain the left eye (os). Upon medical examination, a long, slender, clear length of polymethylmethacrylate (pmma) was observed emerging from behind the medial edge of the pupil and extending anticlockwise, ending at the temporal phaco incision. The patient was booked in for an anterior chamber (ac) wash out and removal of unknown fragment. On extraction, the surgeon noted the following: a long, thin strand was removed from the anterior chamber. It has the length and diameter of an eyebrow hair but does not have the same compliance. It appears to be a strand of plastic or a hair. Through follow up we learned that the customer also used healon pro during this procedure. The ac washout/extraction date was (B)(6) 2024. The iol remains implanted and is well situated. No further information was provided. This report pertains to the healon pro. A separate report is being submitted for the iol.